Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: verified not working properly. Unit presented with a reverse orientation cable connection failure due to a defective main pcba usb connector. Unit was also presented with an 'interface fault detected' message due to a defective stim pcba. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pli 20: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; mfg date: 05/11/2022, h3: verified not working properly. Unit presented with a reverse orientation cable connection failure due to a defective main pcba usb connector. Pli 30: product ID: nim4cpb1, serial/lot #:(B)(6) , UDI#: (B)(4) ; mfg date: 04/07/2023, h3: loose pins on afe pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the some of patient interfaces are not pairing with the system. Switched to different patient interface boxes to complete the procedure. There was no patient impact.